Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The facility's radiologist called and reported that blood from a case dripped inside the gantry of the imaging system. The biomedical engineers were unable to clean it. The site requested a service visit to clean the affected imaging system. Upon on-site investigation by a medtronic rep, a failure was suspected with the motion control power circuit board assembly which made this event reportable as the issue could lead to sudden, unexpected loss of the imaging system during delivery of therapy and could require surgery be aborted post incision. The motion control power circuit board assembly was replaced, it was returned and analysis showed that no fault was found as it performed as designed. The following parts were also replaced in the imaging system: front casters, batteries, battery charger, mobile viewing station ethernet port kit, strength gauge, and the imaging system's pendant. There was no patient present when this issue was identified. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
The facility's radiologist called and reported that blood from a case dripped inside the gantry of the imaging system. The biomedical engineers were unable to clean it. The site requested a service visit to clean the affected imaging system.